Event description:
It was reported that while unit was in engineering, the cs100 intra-aortic balloon pump (iabp) equipment is giving system alarm log 45 and 65, it requests manifold change. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that , the cs100 intra-aortic balloon pump (iabp) equipment is giving system alarm log 45 and 65, it requests manifold change.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and confirmed the issue unit was giving system alarm, log 45 and 65 and stated it requests manifold change. Installation of the manifold actuator and safety disc which was expired was performed to resolve the issue. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.